Event description:
The physician indicated that there is no relationship between the vns therapy and increase in seizures. There were no causal or contributory programming changes, medication changes or other external factor that preceded the onset of the patient's increase in seizures. The physician indicated that the patient was sent for revision surgery because the diagnostic check indicated battery power was getting low.

Event description:
Clinic notes dated (B)(6) 2013 were received for the patient, indicating that this patient has had a recent increase in seizure frequency and will be referred for battery replacement. The notes indicate that the patient had 3 grand mal seizures in (B)(6), which was the first time the patient had experienced that many in quite a period of time. During the visit the physician interrogated the patient¿s generator and the correct parameters were present. He then performed a system diagnostics on the generator and it showed that everything was working normally. The physician referred the patient for a surgical consult. Surgery is likely; however, has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
An implant card was received which indicates that the patient underwent generator replacement on (B)(6) 2013 due to "battery depletion, prophylactic" reasons. Attempts to have the generator returned for analysis have been unsuccessful to date.